Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, seal was not removed or broken. The top case by the tube holders were cracked, battery not charging, and worn parts of the barrel clamp assembly. There was evidence of motor rate error in the history. The reported event was verified when the occlusion test was performed. The root cause of the reported event was found to be combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. The technician replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. The device passed occlusion and all functional test. Unique identifier is unknown. No information has been provided to date.

Event description:
It was reported that the motor is not running. No patient injury was reported.